Event description:
The customer reported that during care of a pt they got a "no shock delivered" message. The customer believes that the shock was delivered. There was no negative impact to the involved pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.